Event description:
Physician attempted to remove surgical drain postoperatively. Drain broke into with 1/2 of drain left in abdominal cavity. Patient required additional intervention for attempt to remove draindevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data, invalid data. Conclusion: device failed during assembly, device failed during assembly, device failed during assembly, device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data, invalid data. The device was not destroyed/disposed of.